Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was unable to charge. Physician thought because patient gained weight. Replacement was performed and issue was resolved. No patient symptoms were reported.